Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional tricuspid regurgitation (tr) and an ICD lead present for a triclip procedure. During the procedure, a triclip xtw was successfully implanted on the central region of the septal/anterior leaflets. A second triclip xt was then implanted on the septal/anterior leaflets. The ICD lead positioned centrally between the septal and anterior leaflets, presented mobility so a third triclip xtw was selected to reduce leaflet mobility and tr. The clip was implanted successfully, and the procedure was discontinued. The final tr was grade <1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, the patient returned symptomatic with swelling and recurrent tr of grade 3-4. A transthoracic echocardiogram (tte) identified that the third clip implanted had a single leaflet detachment (slda) and was no longer attached to the anterior leaflet. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) appears to be related to patient pre-existing condition. The reported recurrent tricuspid valve insufficiency/ regurgitation (tr) and swelling appear to be a cascading effect of the reported slda. Tr and swelling are known possible complications associated with triclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.